Event description:
Complainant alleged that while attempting to treat a 69-year-old male patient, the device inappropriately shut down. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including all functional testing without duplicating the customer's report. Battery logs confirmed the returned battery was in use during the event. However, voltage levels appeared sufficient and the cause of the simultaneous advisories remains unclear. The battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.